Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73k1500076 investigations did not show issues related to the complaint. The device has been returned but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: only 2-3 staples can be activated. After these 2 staples the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The (3) units from catalog number 528235 visistat 35w 6/box was received, closed original package, lot # 73k1500076, stapler was received with loaded staples. During visual inspection the components looked well assembled, no blocked staple. Failure mode reported "stapler blocked" was not confirmed with samples received. Functional inspection was performed: the 3 units of staplers were fired (activated) and the fired staples were loaded, closed & released, no issues were found. Stapler were activated slowly (normal process) and 15 staples were loaded, formed & released properly. Failure mode "stapler blocked" reported by the customer was not able to be confirmed with samples received. Samples received did not confirm the issue reported by the customer "stapler blocked". A functional inspection was performed (staplers were fired; to try to duplicate the reported issue) the device performed properly. Therefore, corrective actions are not required at this time. However, we will continue to monitor and trend relating complaints.

Event description:
Alleged event: only 2-3 staples can be activated. After these 2 staples the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.